Event description:
The company was informed that the pt is experiencing intermittencies and loss of lock. External equipment has been exchanged and programming adjustments have been made, however this has not resolved the issues. Revision surgery has been scheduled.